Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill notification. Reportedly, the cartridge was filled with 450-480 units of insulin. The customer successfully loaded a new cartridge onto the pump and resumed pump therapy. The customer's blood glucose level was 124 mg/dl.